Event description:
Reportedly, during the intraocular lens (iol) implant procedure the haptic on the iol became stuck and broke. The incision was enlarged to remove the lens and a stitch was required. A back up lens of the same model and diopter was successfully implanted. There was no reported patient impact.

Manufacturer narrative:
The device was discarded and therefore not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.